Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 corrected: d4 no product was returned or pictures provided; a product evaluation could not be performed. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: cortical bone screw, #item 47248612440, #lot 3167005; blunt tip screw, #item 47248604640, #lot 3152738; ante/retrograde humerus nail cap, #item 47248800800, #lot 3010698; blunt tip screw, #item 47248603840, #lot unknown, therapy date: unknown. G2: switzerland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient at 6 month follow up was experiencing moderate pain and had a non-union fracture. The patient is reported as improved/recuperated. Attempts have been made and all available information has been provided.